Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that there was an issue with the cal key. The staff swapped out the pump ((B)(4)). The ap source kept flipping between fos and transducer. When it would flip to fos, the waveform would flatten. Before the user called, he had switched to operator and placed the pump in afib trigger, but the issue was still occurring. The clinical support specialist had the user disconnect the fos and cal key and put the pump back in autopilot. As a result, the pump started pumping appropriately, and the staff continued to use the catheter as a fluid-filled catheter. There was no report of patient complication, serious injury, or death.

Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. The reported complaint of iab cal key difficulty is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed, the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported, that there was an issue with the cal key. The staff swapped out the pump ((B)(6)). The ap source kept flipping between fos and transducer. When it would flip to fos, the waveform would flatten. Before the user called, he had switched to operator and placed the pump in afib trigger, but the issue was still occurring. The clinical support specialist had the user disconnect the fos and cal key and put the pump back in autopilot. As a result, the pump started pumping appropriately. And the staff continued to use the catheter as a fluid-filled catheter. There was no report of patient complication, serious injury, or death.